Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, at approximately 9:00 am, the cgm reading was running in the 300 mg/dl range and then proceeded to drop to about 40 mg/dl. The time span of the drop was unknown. The patient¿s husband, who was in los angeles at the time, received an alert indicating that her blood sugar levels were dropping. He attempted to contact her by phone, but she did not respond, and he was unsure whether she was asleep or unresponsive. Concerned about her safety, he called 911. The paramedics gained access to the house, and upon entry, they found the patient asleep. It was unknown if the patient was unresponsive. A fingerstick was taken and the blood glucose reading was around 40 mg/dl. The patient was treated with a glucagon injection, and intravenous fluids, and was transported to the hospital. The diagnosis at the hospital was hypoglycemia with nausea. The patient was discharged after spending less than 24 hours at the hospital. At the time of the call, the patient said that she was feeling distressed, but it was understood that the patient was stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator .the data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.